Event description:
Letter received from pt requesting info on an unrelated issue. In the letter, the pt indicated that she had been implanted with the system which was explanted in 3/94 because of blood poisoning.